Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded an alert for possible device malfunction fault code battery depletion (bd). The device also emitted beeping tones. The timeframe in which the estimated longevity change was observed has not been specified. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and it has been scheduled for replacement. The device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was replaced independently and not provided for return.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded an alert for possible device malfunction fault code battery depletion (bd). The device also emitted beeping tones. The timeframe in which the estimated longevity change was observed has not been specified. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and it has been scheduled for replacement. No adverse patient effects were reported.